Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient has been experiencing intermittent discomfort/stinging (described as heating) at the ipg site that occurs whether recharging or not. Similar symptoms/issues were previously reported under MFR. Report#: 1627487-2013-22006. It was also reported the patient has been experiencing tenderness at the ipg site. As a result, the patient's ipg was explanted and replaced.